Event description:
During a treament procedure to place a greenfield vena cava filter, the filter misfired. A second filter was placed superior to the first one. Pt status is reported as 'fine' following the procedure.